Event description:
Rocap syringes sent to pt to flush line per rpotocol. Pt instructed to use blunt metal cannulas to be attached to flush syringes to access injection cap. When syringe was removed from catheter, the cannula cored a hole in the injection cap causing blood to leak from the line, pt taken to emergency room and line removed. (Cannulas packaged with flush syringes from MFR).